Event description:
It was reported that the patient connector was not connecting with the titanium adapter when the transfer set was changed. The patient connector would not lock with the titanium adapter. There were no allegations made against the titanium adapter and it is still in use with no problems. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). A visual inspection was performed with the naked eye and a microscope, no issues were noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with n leak noted. The interior diameter of the patient connector was measured and was found to be within specification. The reported problem could not be identified or duplicated during evaluation. The device operated within the desired product specifications. Should additional relevant information become available, a follow-up report will be submitted.